Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407371) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, while aspirating blood from the side port, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h6. Follow up report needed to address investigation update.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of this introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.